Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer went for swimming and after that there was a black spot in the display. The customer¿s blood glucose was unknown at the time of the incident. Advised customer that replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. No moisture damage was found on the electronic assembly/motor/force sensor/keypad assembly during visual inspection.